Event description:
After implantation, the patient reportedly experienced no sound. CT scan confirmed that the electrode array has migrated out of the cochlea. Surgery to explant the patient's device has been scheduled.